Event description:
Customer alleges discrepant results with meter compared to a unk point of care (poc) meter: date: (B)(6) 2011, inratio: 2.4, poc meter: 4.1. Pt's target therapeutic range is 2.0-3.0. Poc meter result was done 35 minutes after inratio result.

Manufacturer narrative:
Investigation pending.